Event description:
It was reported that the patient was charging a black-and-white ilet using a pad charger instead of the cradle and observed a green charging light, with an indicated time of approximately 1 hour and 50 minutes to increase from 88% to 100%. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting and user education related to charging practices. Investigation of this case revealed user error in accessory selection, with normal device function when the correct cradle charger is used. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect charging accessory selection.